Event description:
In 2006, this patient was implanted with a gore excluder aaa endoprosthesis. Less than seven weeks later, this patient underwent open surgical repair due to a persistent type I endoleak. The patient tolerated this procedure well. Please note, an adverse event has already been reported on this patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional devices implanted and explanted in this patient.